Event description:
Affiliate reported that "drill bit snapped while in use. This resulted in the pt having to have a piece of the drill bit removed from their skull. Additional info from the affiliate explained that the pt endured a second surgery to have the broken piece removed from the pt's skull.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.